Manufacturer narrative:
Pump was received with blank display due to power connector on battery tube not plugged in properly into connector board. Unit had stained end cap sticker, cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.